Event description:
Patient enrolled into the create pas trial. During the procedure, the protective device was filled with plaque and clot and an embolus was dislodged ending in lmca causing a stroke. Following procedure patient was globally aphasic with no movement of right side of body. Head CT on 02/2008 revealed faint lmca distribution area of hypodensity felt to be consistent with lmca infarct. Likely etiology to neurological change were felt to be: embolic shower in distal branches of lmca; hyperfusion syndrome from opening lica bulb; contrast "stun" of lmca hemisphere distribution; ischemic injury due to temporary occlusions performed during the lica and lmca saptas. Repeat CT later showed left frontal infract. Patient developed congestive heart failure with respiratory compromise and died eleven days later. Primary cause of death listed as congestive heart failure.